Manufacturer narrative:
(B)(4). The user visually observed the saline bag refilling with dialysate during setup. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A biomedical engineer at the user facility reported a saline bag backfilled during setup. Reportedly, the staff observed fluid filling the saline bag while preparing the machine for use. A patient was not connected to the machine at the time of the incident. This biomed confirmed that the unit has not received the cbe upgrade. Following the event, the machine was pulled from service for testing. Functional testing performed by the biomedical engineer confirmed the machine was operating properly. The reported event was not able to be duplicated. The unit has been returned to service at the user facility without a recurrence of the reported event. No parts are available to be returned for evaluation by the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the saline bag backfill could not be duplicated. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The reported event of saline bag backfilled during recirculation was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.